Event description:
It was reported that on (B)(6) 2004 the patient presented with recurrent disk herniation l5-s1 with degenerative disk disease. The patient underwent a plif and partial vertebrectomy l5-s1 using posterior pedicle screw instrumentation, rhbmp-2/acs and a hydrosorb boomerang cage, and a posterolateral fusion l5-s1 using autograft. Per the operative notes, ¿a considerable amount of scar tissue was removed from the l5-s1 interspace, which was adherent to the exiting nerve root and to the dura. The previously harvested morcellized bone was then packed into the anterior disk space followed by a collagen sponge with bone morphogenic protein. Following that, a ¿ cage, again, with bmp and a collagen sponge placed inside of it was impacted into the l5-s1 disk space. Operative fluoroscopy showed satisfactory placement of the screws and the cage.¿ there were no noted complications. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.